Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the actual device was returned for evaluation. During repair, an evaluation was performed; and it was determined that the device had the following failures: component damaged and worn bearing; and failed pretest on visual assessment. Therefore, the reported condition that the device would come off from the handpiece was confirmed. The assignable root cause was determined to be due to component wear.

Event description:
It was reported from japan that during an unspecified surgical procedure it was observed that the motor device would come off/disengage from the compact speed reducer device during use. It was not reported if there was a delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10. Concomitant med products and therapy dates: motor device (15apr2024). E1: reporters phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. The investigation has been updated; therefore, the component codes, investigation findings and investigation conclusions have been updated accordingly. Investigation summary the actual device was returned for evaluation. During repair, an evaluation was performed; and it was determined that the reported condition that the device would come off/disengage from the compact speed reducer device during use was not confirmed. Therefore, the assignable root cause could not be determined. However, during service evaluation, it was determined that the device had the following failures component damaged and worn bearing; and failed pretest on visual assessment from component wear.